Manufacturer narrative:
Continuation of medical products: 5016-58 lead, 4196-88 lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that the right ventricular lead was not pacing and had high thresholds. The lead was found to be dislodged. No intervention had been done and the lead remains in use. No patient complications have been reported as a result of this event.